Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. There was one patient alert for out of tolerance (oot) subthreshold lead impedance on (B)(6) 2013. Weekly high voltage (hv) lead trend data shows a spike increase for min and max superior vena cava (svc) defibrillation impedance equal to 83 to 103 to 84 ohms peak between (B)(6) 2013. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product ID: d224vrc implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported there was an alert for superior vena cava (svc) impedance. It was noted the lead impedance was fluctuating. The lead remains in use. No patient complications have been reported as a result of this event.